Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The customer did return the meter. The returned meter & reference meter was tested with retention strips and control solution. All of the returned results are within acceptable range. The allegation could not be substantiated. The customer has not returned any strips.

Manufacturer narrative:
The customer no longer has any test strips from the vial that was in use at the time of the event.

Event description:
The customer reported that while using the accuchek inform ii (serial number (B)(4)) to test a neonate's blood glucose a result of 37 mg/dl was obtained via a heelstick while a laboratory sample was drawn 10 minutes later and the result was 55 mg/dl. It was reported that no treatments or delays in treatment resulted from the reported results. The customer was only able to provide that the patient was a neonate, female and healthy. There was no adverse event. The suspect product was requested to be returned. There were no strips left in the vial being used at the time of the event so therefore no strips will be returned.

Manufacturer narrative:
The relevant retention strips (lot 474412) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.